Event description:
Boston scientific received information that during this pacemaker implant procedure, the right ventricular (rv) lead was placed successfully. Then, while implanting the right atrial (ra) lead, the patient went in to respiratory failure and ventricular tachycardia (vt). The vt was successfully cardioverted, however, the field representative noted the rv lead wasn't capturing. It was determined the lead had dislodged. External pacing was started, and lasted approximately 15 minutes, but then eventually stopped capturing resulting in asystole. Chest compressions were initiated and lasted approximately 45 minutes. Towards the end of the procedure, the patient kept going into ventricular fibrillation (vf). Multiple external shocks (approximately 30) were delivered, but unsuccessful in converting vf and the patient subsequently died. It was unknown what caused the respiratory failure, which initiated the events; but the field representative did note a chest tube was placed. No further information was available.

Manufacturer narrative:
The attempted leads will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.